Event description:
Customer reported passport 2 monitor shut down, which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
Co rep evaluated the unit. Corrections included replacement of the unit's memory chip on the cpu board, unit's over press, and reseating the cables. Unit was calibrated and safety tested to factory's specifications.